Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 73mm abdominal aortic aneurysm. Vessel morphology was reported as the proximal neck diameter was 23mm-25mm. The proximal neck length was 25mm. The characteristics of the proximal aortic neck were noted as parallel sides. There was no thrombus or major calcification noted. During the index procedure no technical observations were noted during implant of the endurant stent graft. An angioplasty of the left common iliac was also performed in the patient and no adverse events were noted through discharge. Approximately six months post index procedure, a CT with contrast noted the maximum aaa diameter to 81mm (9mm increase). No technical observations or abnormalities were identified. Six months later another CT with contrast and an ultrasound revealed the maximum aaa diameter to 90mm. There was no evidence of endoleak or migration. The investigator noted the significant increase of aneurysm diameter without endoleak. Investigator indicated not related to the procedure or the study device. Approximately one year post index repair a secondary procedure was performed to resolve the aneurysm expansion. The absence of endoleak was confirmed during the intervention. The physician converted the patient to open repair and the endurant stent graft was explanted. Surgical aorto-bi-iliac graft was implanted. The intervention was completed successfully. The following day renal function complications were noted (post-operative renal insufficiency). Investigator indicated not related to the procedure or the study device. The patient was treated with medication and the event resolved. Bleeding complications were also noted (gastrointestinal bleeding) severe ulcerative esophagitis and ulcerated bulbite. The patient was treated with medication and transfusion. Investigator indicated not related to the procedure or the study device. The event resolved. Wound complications were noted (evisceration). Investigator indicated not related to the procedure or the study device. The patient received evisceration treatment, exploratory laparotomy, peritoneal lavage and parietal closure. The event resolved. No additional clinical sequelae were reported and the patient will be monitored by the physician.